Event description:
Patient had a history of patent ductus arteriosus and was undergoing a device closure. Two coils were deployed successfully the third was not. At the time of the 3rd deployment, a long wire was noticed trailing off the coil -a short wire is not unusual-. The pediatric cardiologist did not like the way it looked and attempted to retrieve it. He captured it and the femoral sheath together but the coil stayed in the femoral artery. A surgeon had to be brought in and performed a femoral cut down. Most of the coil was retrieved but a portion did stay in the body. The artery was repaired and an angiogram was performed. Diagnosis or reason for use: patent ductus arteriosus.